Event description:
Customer reported to beckman coulter, inc (bec) that the bottom of racks on the unicel dxc 600i synchron access clinical system appeared wet. Customer reported that they were using the instrument without the caps. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the vacuum valve was not evacuating fluid. The fse found pieces of rubber stopper occluding the connection of tube #118 and the waste collector tubing. The fse disassembled, cleaned and reassembled the tubing.

Manufacturer narrative:
(B)(4).